Manufacturer narrative:
The peritonitis occurred on or before an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.